Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information received that patient is stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the scs trial implant on (B)(6) 2020 the physician was not able to place the lead due to difficulty accessing the epidural space and possible csf leak. As a result, the procedure was abandoned.